Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Consequently, the phenomenon could not be confirmed. The root cause for this event could not be identified. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is probable that the reported event is an accident, or a complication associated with a surgical procedure using the subject device. The device history record was unable to be reviewed, as the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The literature article is attached for additional information. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "radial incision and cutting under gel immersion as a useful method for refractory anastomotic stricture." Literature summary this case report discussed about the radial incision and cutting method, in which the stricture is incised and the scar tissue excised in the 47 year old male patient who underwent low anterior resection with creation of a temporary colostomy for rectal cancer. When the gel was used, the bleeding point became clear, and it was possible to make an incision with a good field of view while recognizing the line of the muscle layer even with heavy bleeding. After the procedure, passage of the scope was possible. Gel immersion endoscopy ensured a good field of view, even in situations with heavy bleeding. Radial incision and cutting under gel immersion is a safe and efficient method for the treatment of refractory colorectal anastomotic strictures. Type of adverse events/number of patients multifocal hemorrhage - 1 patient. There is no report of any olympus device malfunction in any procedure described in this study.